Event description:
A malfunction on the pump was reported by the caller, who confirmed there were no notable events prior to this issue. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact on the customer¿s blood glucose level. Technical support provided guidance on resetting the pump, and after resetting, the malfunction code did not recur, allowing the customer to continue using the pump without issue. The caller was advised to reach out again if the malfunction code appears in the future and acknowledged this instruction.